Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that the ok keypad button was sticking and required multiple presses to engage. The up arrow and down arrow keypad buttons were also allegedly hyper-responsive. The keypad cover was reportedly peeling off of the pump, and the pump was locking itself without user intervention. It was also reported that the pump was exposed to moisture; however, no moisture was visible inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/21/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/14/2014 with the following findings:no damage was observed to the pump keypad cover. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed and no contamination or damage was found to any button contacts. No defect was found.